Event description:
It was reported that powerglide pro - twisting of cannulanear insertion point inside three patients: patient 1: customer reports powerglide pro failure while connected to baxter piperacillin tazobactam bottle. Extension set supplied with the midline was not in use and the infusion was connected to b braun caresite needlefree connector which was directly placed on cannula hub. Cannula had 'twisted like a hose' on the inside of the patient just inside the insertion site. Happened within 3 days of insertion. Customer feels statlock not securing the cannula well enough therefore allowing it to rotate. Customer feedback indicates patient factors may have contributed ie poor securement due to patient habitus; patient non compliance with keeping dressing secure; another was after a patient had been roller blading. Patient 2: customer reports powerglide pro failure while connected to baxter piperacillin tazobactam bottle. Extension set supplied with the midline was not in use and the infusion was connected to b braun caresite needlefree connector which was directly placed on cannula hub. Cannula had 'twisted like a hose' on the inside of the patient just inside the insertion site. Happened within 3 days of insertion. Customer feels statlock not securing the cannula well enough therefore allowing it to rotate. Customer feedback indicates patient factors may have contributed ie poor securement due to patient habitus; patient non-compliance with keeping dressing secure; another was after a patient had been roller blading. 21/jan/25 additional info - apologies for the quality of the photo but I hope this gives you an idea of how the line was secured and where it coiled. The baxter infusor line was connected directly to a bung with no extension. This patient was also highly sensitive to dressings so had a transparent film over the top rather than the usual large tegaderm PICC dressings (we need for do this for quite a few patients due to allergies). It was inserted (B)(6) 24 and the issue was found (B)(6)2024. Patient 3: customer reports powerglide pro failure while connected to baxter piperacillin tazobactam bottle. Extension set supplied with the midline was not in use and the infusion was connected to b braun caresite needlefree connector which was directly placed on cannula hub. Cannula had 'twisted like a hose' on the inside of the patient just inside the insertion site. Happened within 3 days of insertion. Customer feels statlock not securing the cannula well enough therefore allowing it to rotate. Customer feedback indicates patient factors may have contributed ie poor securement due to patient habitus; patient non-compliance with keeping dressing secure; another was after a patient had been roller blading. This report addresses patient 3.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.